Event description:
It was reported that the anesthesia system failed the transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue could be reproduced on-site by our technician. After cleaning and drying patient cassette the issue has been resolved. The technician remarked that huge amount of lime debris and moisture could be seen inside patient cassette. From the collected date, this customer use reusable absorbers. The technician asked the user if she/he knows how to clean patient cassette properly and if needed, informed how to do it. Provided device's logs are incomplete, however it can be seen that at the reported date of event system checkout (sco) did not pass. At the date of technician visit, flow transducer test with cfis 71 and 70 could be seen. Patient cassette is used only for measurement. This issue will be detected during sco, before start of the treatment procedure. The cause of the issue has been established as usability related. The root cause why the cassette has not been cleaned before usage remains unknown. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/30/2016, corrected manufacture date: 11/08/2016.